Event description:
Customer reportedly received results of 338 mg/dl and 108 mg/dl within 10 minutes on the performa system. The first result was obtained by the patient, the second one by the patient's daughter. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.